Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Phone number: (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that slight stain had been found to attach on the upper side of the intraocular lens (iol) za9003, after the iol was implanted. Exchanging the lens had not been planned because there had been no health damage in the patient and the condition of the eye had been good. It was noted that there had been no stain at the optic of the iol when the iol was set. There was no patient injury. No other information was provided. This report pertains to suspect emeraldc 30 cartridge. A separate report will be submitted for suspect emeraldt handpiece.